Manufacturer narrative:
The device was returned for analysis and a partial lead was returned. No additional testing could be performed as the lead was cut. Review and confirmation of manufacturing records was unable to be performed as the s/n was provided. Risk documentation was also reviewed, however, no conclusions could be drawn since the epicardial lead is implanted as part of a complex pacing system therefore making it very difficult to determine what caused the infection. A root cause is not able to be determined at this time.

Event description:
As reported lead was removed due to erosion/ infection. Lead s/n is unknown.